Event description:
A customer reported to baxter (B)(4) of a flogard set that had loose tubing at the top of the drip chamber while it was connected to an unknown bag administering nacl. This set was being used on a hospitalized boy with newly discovered diabetes. Once the initiation of the infusion, started the staff noticed that the floor was wet. There was no patient injury. No additional information is available. This is report 2 of 3 of the same reported problem from this facility.

Manufacturer narrative:
(B)(4). An actual sample was sent to the plant for evaluation. Visual inspection revealed that the chamber and tube of both sets were disconnected. Visual inspection revealed that both samples had the tube under inserted to the chamber. An assignable root cause could not be identified. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. This issue has been escalated to CAPA.

Manufacturer narrative:
(B)(4). A sample is available for evaluation; however, the sample has not yet been received. Once the sample is received and evaluated a follow-up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.